Manufacturer narrative:
Analysis found there was a corrupted or bad exam. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that a patient was downloaded from electronic picture archiving and communication systems (pacs) and were then transferring it to usb, however the system would not detect the usb. Multiple ports were tried yet none were functional. The system was then rebooted and was then able to detect the usb. However, the system failed the transfer. There was no patient present.